Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: a 16-year old male patient with traumatic pseudoaneurysm in the descending aorta underwent thoracic endovascular repair (tevar) in 2016 with zta-p-24-105 (complaint device). A thrombus within the stent graft was discovered on follow-up CT performed on (B)(6) 2020. Patient was placed on anticoagulative medication and a small progression was seen. The patient did not experience any symptoms related to the thrombus before or after it was observed. Two postoperative CT studies dated on (B)(6) 2020 and on (B)(6) 2021 have been provided for the investigation and reviewed by an imaging expert. Per the findings of the imaging review ¿sheet-like thrombus extended from the sealing stent¿s left superior lateral leading edge down the left superior lateral endograft 33.9mm. It terminated in the lumen just proximal to a small ridge of thrombus. The endograft segment was also lined by circumferential thrombus. The intraluminal thrombus may reflect partial delamination of the circumferential thrombus ¿. The imagining review states ¿the endograft lumen narrowed from 23.4mm at the sealing stent leading edge to 18.4mm at the sealing stent trailing edge. This represents 30% constraint from the design diameter. Pleating from the constraint and the stent element crowding around distal arch would have resulted in additional lumen narrowing and an undulating lumen surface¿. Review of the device history record gave no indication of the devices being produced out of specifications. Per the instructions for use, the zenith alpha thoracic endovascular graft and ancillary components have not been formally tested in patients less than 18 years of age and in patients with traumatic aortic injury. The instructions for use states that thrombosis is a potential adverse event. Based on the provided information and imaging review, an exact cause was not established. However, thrombus formation has been known to occur in btai patients why the device is not intended for use in this patient population. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09apr2021: "sca¿ stands for the left subclavian artery.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: CT scan shows line of thrombus within the stent graft. Graft was implanted in 2016 (no exact date as of yet). Once discovered on CT scan patient was given asa, then will be followed up closely with anticoagulants. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.